Event description:
Unomedical reference number (B)(4). Event occurred in united states. The patient reported that the infusion set's cannula was bent. Reportedly, she felt sick around dinner time and her blood glucose level went up. She eventually went to bed and woke up, throwing. Her blood glucose was 1144 mg/dl and site location was love handles 4 inches above her waistline. She called ambulance then and was taken to hospital and that is when pump was taken off and set was removed, and the cannula was found to be bent. Subsequently, she was admitted to the hospital and was in the intensive care unit for two days where her pump was taken off and she received intravenous insulin. Further, she was shifted to a regular room and went back to shots and was still on shots now as she had no supplies. The infusion set was used for less than 24 hours. She was admitted for eight days. Currently, her blood glucose was reported to be 126 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.